Manufacturer narrative:
On march 2nd, 2023 getinge became aware of an issue with the 46-series washer disinfector with model name: 46-5t and the serial number: (B)(6). The unit was manufactured on 15th august 2013 and installed on 4th march 2014. As it was stated, there was a water leak from the machine and the operator felt small electrical shock from the soiled side panel in standby condition. After investigation by a getinge service technician and a manufacturing site expert, it was determined that a water leakage issue was caused by a loading trolley alignment problem. The user has been informed. No technical issues were found during the service, and it is likely that any alleged electrical shock was caused by static electricity from the user. However, during the getinge technician service the device worked according to the specification, and it was not possible to recreate the failure. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. It was established that the getinge product was directly involved with the reported event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with the 46-series washer disinfector. As it was stated, there was a water leak from the machine and the operator felt small electrical shock from the soiled side panel in standby condition. The unit was checked with the hospital electrical team. The machine was found to be used with the proper ground. The device was tested with the disinfection cycle and was working fine - no issue was observed. Moreover, it was established that the water leak was caused due to loading trolley alignment issue. It was stated that the event did not lead to any injury, however we decided to report this case based on the potential for a serious injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conlusion of the investigation. Device not returned to the manufacturer.